Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. Initial implant via the right axillary failed due to vascular anatomy. The pump could not be advanced further on shortly after graft anastomosis. The decision was made to change to the right femoral artery. Surgical cut-down and graft anastomosis uneventful and a new impella 5.0 was implanted without problems.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned, and the issue was confirmed. A visual inspection of the pump revealed multiple kinks in the catheter near the motor housing. After reviewing the clinical information, it was determined that the root cause of the delivery issue was patient condition related, specifically the patient's vessel anatomy. This report is being filed as part of a retrospective review of historical records.